Event description:
Customer reported poor image quality, and the x-ray tube is arcing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the tube and snubber assembly. System operates as intended.